Manufacturer narrative:
Other, other text: device evaluation: the sample returned; it consists of (1) unit. The returned sample was received inside of a plastic bag which is not its original packaging. Four photos attached in the complaint: a filter of extension set is observed. The complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Leak testing on the sample received was performed using hydrostatic vessel. Results: during the leak test, leak is present in the filter air vent. Complaint is confirmed. The IFU for disposable was reviewed to verify for any condition or caution that could create leaks during the use of the product. Root cause as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Corrective action no corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was leaking at the filter. No patient injury.